Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. The power issue was reportedly occurring during or immediately after battery changes. The reporter confirmed use of the correct battery type. The reporter denied any damage to the pump or moisture in the pump. The battery cap was reportedly able to secure properly to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.